Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that a patient was in atrial tachycardia which the device appropriately diagnosed as svt in the vt monitor zone. The ventricular rate accelerated into the fib zone. Atp was applied during charging, and the rhythm slowed back down to the vt monitor zone. Vt events were used as reconfirmation and the patient received inappropriate hv therapy for svt. The shock broke the rhythm and the patient returned to sinus.